Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a signal artifact monitor (sam) episode due to electrocautery during a surgical procedure. As a result, the respiratory rate trend feature was disabled. Boston scientific technical services (ts) discussed reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.